Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n278574, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot# n264299, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported the patient turned the device off prior to going to bed and then received an increase in stimulation in his stomach when he laid down, approximately five to ten minutes after taking his medicine. It was also reported the 'patient's heart began racing and he threw up.' It was reported the device was turned down to 0 volts and was off but the patient still felt stimulation. It was also reported the patient went to the emergency room and a manufacturer representative confirmed the patient's programs were set to 0 volts and the device was turned off so the programs were deleted and the patient still felt an overstimulation sensation. It was reported a physician mode recharge was attempted with no success. Using the clinician programmer, it was reported the device was turned on and off and back on again with no success. The patient also stated the device was overstimulating his legs and stomach and making him throw up. It was reported the patient spent a couple nights in the emergency room. On (B)(6) 2013, it was reported an emergency revision and exploratory surgery was done. Prior to the procedure, it was reported the patient no longer felt the strong stimulation in his legs and stated the stimulation moved to his chest and stomach the morning before the procedure. It was reported intraoperatively, the healthcare provider opened the patient's device pocket, pulled the battery out, and performed placebo testing on the patient. It was stated the patient reported the stimulation in his chest and stomach either 'eased up' or was gone completely when the healthcare provider told the patient he made changes but really did not. It was also reported fluoroscopy confirmed the leads had not migrated because they were posterior and in good position. The patient confirmed the coverage of his back and bilateral legs was just as good as before the malfunction allegation. No malfunctions of the system were reported to have been found. The healthcare provider placed the battery back in the pocket and closed the incision. It was reported the patient 'was doing well' after the procedure and had no complaints of 'out of control' stimulation. It was also reported the patient was programmed with three programs to cover his leg and back pain and then the device was turned off because the patient forgot his programmer. It was reported the patient was 'doing well.' The following day, it was reported the patient's stimulation was fine and they said they were 'emotional and had some psychological stuff going on.' An hour later, it was reported the patient claimed the device was shocking him in his stomach again and his heart was racing. The healthcare provider decided to have the device explanted. Two days later, it was reported the patient was scheduled to have their device explanted but the patient canceled the surgery because he was able to turn his stimulation off with his recharger. The patient reportedly did not want their device explanted and had a reprogramming session the same day. The patient stated the reprogramming caused stimulation in his stomach and 'his heart to race.' It was reported the patient could only feel stimulation in his left leg and not in his right leg and the device was turned off after reprogramming. Five days later, it was reported the patient was 'not happy' with the reprogramming and was scheduled to have another reprogramming session. It was also reported the patient did not want the device removed because they had no more 'out of control' stimulation sensations. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported the patient was still unable to feel stimulation in their right leg, where they 'needed it.' It was stated that a nerve test was done and it showed 'complete nerve damage' in the patient's right leg. Additional information has been requested, a second follow up report will be sent if additional information is received.

Event description:
It was further reported that the company representative met with the patient and ran impedances. There were no malfunctions seen and no interventions. The device was reprogrammed. The patient was receiving therapy and was very happy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient believed his implantable neurostimulator (ins) was defective. It was stated on (B)(6) 2013 the patient got ¿jolted¿ and was woken up because of it. The patient went to the hospital and the device was removed, tested to be ok, then put back in the patient. When the ins was turned back on it jolted him again. It was noted after a few attempts the patient found a representative who could reprogram the device. It was further noted the patient thought the representatives should have been trained better.

Manufacturer narrative:
(B)(4).